Event description:
It was reported that an empty intravia container had plastic particles inside of the container. The container had been filled with a non-baxter deferoxamine. The malfunction was identified prior to use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional relevant information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received for evaluation of particulate matter inside of the container. This device was visually inspected and the reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.